Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet system could not pair with a freestyle libre 3 plus sensor due to repeated scan errors during multiple pairing attempts, despite app reinstallation and ilet restart; the user elected to start a new sensor. Symptoms included no reported clinical effects. Outcomes included no impact on health, activities of daily living, or medical care. Investigation included technical support troubleshooting and user education performed remotely. Investigation of this case revealed an inability to establish communication between the ilet and the cgm sensor. It was concluded that the event was related to a suspected device communication or pairing issue without patient harm.